Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: unable to confirm complaint of inaccurate deliveries on/before complaint date of (B)(4) 2014 due to overwritten data in pump and bb histories. Current tdd history matches basal & bolus history; basal history adds up correctly to the basal segment programmed by the user. No eaw¿s in the alarm history indicating an interruption in delivery. Pump was tested for delivery accuracy during investigation and was found to be within specifications. The battery compartment was cracked below the bumper traveling toward the case seal. Display is dim/fading (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 15 mmol/l with tiredness. The reporter indicated that the blood glucose may have been related to menstruation. During a review of the event, the reporter also indicated that there may have been an issue with the insulin used in the pump. The reporter indicated that the blood glucose levels were not an issue at the time of the call and did not wish to fully troubleshoot the issue. This report is made based on the allegation that the patient experienced hyperglycemia of unconfirmed cause while using insulin pump therapy.